Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a shorted capacitor, designator c122 from the therapy pcb assembly. The customer received a replacement device.

Event description:
The customer reported that during the initial testing of the device out of the box, it would not deliver defibrillation energy. The device also had its service indicator illuminated and had logged multiple event codes. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.